Event description:
This spontaneous case, reported by a consumer as "high blood glucose-levels", concerns a female treated with novo-pen 3 (insulin delivery device) (duration unk) for diabetes mellitus. Reportedly, the patient experienced high blood glucose levels and she consulted her medical doctor 2 days later for treatment, but treatment details were unk at the time of the report. The overall outcome is reported as "not reported." The patient stated that it was not possible to turn back the piston rod and inject the insulin. No further information concerning the patient or the event was provided at the time of the report. Additional info will be requested.